Event description:
The customer reported that a technician was attempting to close chagas positive control vial and felt droplets hit their eye as the cap closed. The technician who is a 26-year-old male was wearing safety goggles, face mask, lab coat, and gloves. Droplets went above the rim of the goggles and contacted their eye. Blood was drawn for preliminary blood work. They will be returning to the clinic in 3 weeks for follow up blood work. The technician is doing okay and is back at work. No further impact on patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer reported that a technician was attempting to close chagas positive control vial and felt droplets hit their eye as the cap closed. The technician who is a 26-year-old male was wearing safety goggles, face mask, lab coat, and gloves. Droplets went above the rim of the goggles and contacted their eye. Blood was drawn for preliminary blood work. They will be returning to the clinic in 3 weeks for follow up blood work. The technician is doing okay and is back at work. No further impact on patient management or user safety was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any issues. Evaluation of complaint data did not identify an increase in complaint activity for the complaint issue. A review of tracking and trending did not identify any trends. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity s chagas reagent lot number 78041mm00.